Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause : mlc-14- insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-2 error code. The e-2 error occurred after the blood sample was absorbed. Customer was using the correct test strips and product is stored according to specification. Customer just got the truemetrix meter (B)(6) 2018. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 269 mg/dl using truemetrix air meter. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported symptoms of feeling tired and lethargic and pressure in the eyes. Customer did not need medical attention at the time of the call. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed.